Event description:
It was reported that during a total lung resection procedure, the device was fired across the fischer with a blue reload and peristrips. After firing, the device would not open. The surgeon tried for 20 mins to release the device with no results. A second device was opened to cut the device out. The staple line was intact. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.